Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After contacting the hospital, the hospital reported that the suture (vcp311h) was used for intradermal continuous suturing of skin tissue during the surgery. The retraction and breakage occurred for two consecutive times during the suturing. Then the suturing was continued after replacing a new suture of the same batch. The subsequent surgery went smoothly. On (B)(6) 2024, wound dehiscence was found during reexamination. The patient was given new suture product (with specific information unknown) for suturing reinforcement and dressing change. No subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the issue for the 2 sutures used during the cyst excision procedure on (B)(6) 2024 that are referenced in the complaint: is this correct that the needle tip broke off on the first suture and the needle pulled off the suture on the second suture? If this is not correct, please clarify the issue with each device. Please provide the following information regarding the post-op wound dehiscence: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? Is it known how the wound dehisced? Did the suture pull out of the tissue? Did the suture break? Were there any patient stress factors that precipitated this event? Please describe the appearance of the suture during the second procedure. Was the suture found broken post-op? If so, where was the break noted (termination, middle, end) did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? - does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - what is the current status of the patient? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an excision of epidermal cyst procedure on (B)(6) 2024 and suture was used. During the procedure, at around 2:30 pm, the patient underwent excision of epidermal cyst surgery. The surgical incision was sutured with suture, and during the second needle of intradermal suturing, the first needle's suture tip inexplicably fell off. After re suturing, the second needle gradually retracted and fell off, causing the wound to open. After observing for about 5 minutes, continue with external suturing, and immediately report to the department head, department nurse, and warehouse after surgery. Advise the patient to avoid vigorous exercise after returning home to prevent the wound from opening due to excessive pressure. At around 8:30 am on the first day after surgery, the patient will receive regular sterile suture reinforcement, dressing change and dressing dressing in the outpatient department. The patient is advised to change dressing on time every day, keep the wound dressing dry and clean, and follow up if they feel unwell. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One open box with twelve unopened samples was received for analysis. Product code vcp311. In order to evaluate the condition of the returned samples, the packets was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the suture was correctly placed on the winding formers. The sutures were dispensed without a problem and examined along of the strand and no anomalies or damaged on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies or defects were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: please confirm the issue for the 2 sutures used during the cyst excision procedure on (B)(6) 2024 that are referenced in the complaint: is this correct that the needle tip broke off on the first suture and the needle pulled off the suture on the second suture? If this is not correct, please clarify the issue with each device. The issue for the 2 sutures used during surgery is suture breakage. The following information was requested but unavailable: please provide the following information regarding the post-op wound dehisnce: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? Is it known how the wound dehisced? Did the suture pull out of the tissue? Did the suture break? Were there any patient stress factors that precipitated this event? Please describe the appearance of the suture during the second procedure. Was the suture found broken post-op? If so, where was the break noted (termination, middle, end). Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?